Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer¿s blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were having issues with some infusion sets and reservoirs and also reporting a broken belt clip. Customer stated that the connection between the reservoir and insulin was hard to pull off. The devices will not be returned for analysis.